Event description:
The pt reported out of range normal control solution test reults with test strip. This morning, she opened the first bottle of test strips from the box and performed a normal control solution test. She obtained a control solution test result in the 165-170 mg/dl range versus a normal control solution range of 99-149 mg/dl (pt cannot remenber specific test result). The pt had difficulty reading the lot number of the control solution. The expiration date of the control solution is 3/98. The pt shook the control solution before she applied the sample. Pt stated that the control solution was opened less than three months ago. The pt's meter was set to the appropriate code. The desiccant is in the first test strips bottle from the box. Pt has not opened the second bottle from same box. With rep, pt obtained a normal control solution test result of 155 mg/dl. Also with rep, pt obtained a check strip test result of 78 versus a check strip range of 64-85. Pt stores test strips in the kitchen.